Manufacturer narrative:
Results: the defect was confirmed on the basis of the evaluation of the retained samples from this lot number showing signs of label lift. Conclusion- it has been determined that wear on a number of components of the labeling equipment had given rise to labels not being completely adhered to the needle shields.

Event description:
It was reported that the label of a bd vacutainer® 21 g x 1.5 in. Multi sample blood collection needle was unpeeling off both of ends. Some needles opened themselves due to a detached label.